Event description:
The patient contacted baxter's technical service center regarding air bubbles in the patient line, which occurred on the homechoice during use during initial drain. The patient stated they had a lot of air bubble in their patient line and they wanted to start over with all new supplies. The patient was connected but they had their transfer set closed. The baxter technical service representative had the patient cycle the power off and on, end therapy, and start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the report of air in the line. The patient stated they were able to resume therapy successfully after starting over with new supplies. The patient did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient did not mention the event to their nurse. Baxter product surveillance recommended contacting the nurse if air is observed during therapy. The patient had been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of air in patient line was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.